Event description:
It's 9:30pm in our house and I put my son to sleep an hour ago. He came crying to us and said that his alarm was burning him. I found it hard to believe, but indeed, it was true. The alarm did burn him. It is the first time that we used this alarm. I just put in batteries and placed it on my son and he went to sleep. The back part of the alarm was so hot that it was difficult to hold it in my hand. The alarm has been deformed at the back where it clips to the shirt from heat and my son has a burn mark. It's not serious, but he needs first aid treatment which we just gave him. This alarm has a problem and is overheating.